Event description:
The customer reported oil mist coming from their unit. The customer reported an employee with complaints of dry throat and nasal passages and congestion. The employee did not seek medical attention or required treatment for her symptoms. The asp field service engineer repaired the unit.

Manufacturer narrative:
.